Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding the use of a catheter passer most reasonably used to implant an inspire product. It was reported that the patient presented to the emergency department with swelling and a hematoma at the chest incision site. The patient was taken into the operating room (or) for hematoma evacuation. During the procedure, a bleeding vessel was identified as the source of the hematoma. Physician cauterized the vessel to achieve hemostasis and admitted the patient overnight for observation. Patient returned to the physician for a follow-up with improvement.